Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Representative reported ¿a tab had ripped off the tissue expander¿. Patient contact was made with the device. Device implanted. Side unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d9, e1, e3, h3, h4, h6. Device evaluation: visual analysis of the returned device identified: red particles on the shell, an opening on anterior, broken on suture tab, and missing suture tab (75-100%). Leak test and microscopic analysis was performed which identified: a striated opening on anterior and striated broken on suture tab. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. Striated broken on suture tab assessed as surgical damage. Missing on suture tab assessed as inconclusive.

Event description:
Company representative reported ¿a tab had ripped off the tissue expander¿. Patient contact was made with the device. Device was not implanted. Side unknown.